Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of a functional failure could not be confirmed. Control unit passed functional testing and 2 hour burn-in using 3 different types of hand pieces. Control unit also passed functional testing with and without a known good footswitch installed. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported by customer that device presented a unknown failure during procedure with no back up device available. No patient injuries or complications reported.